Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient¿s drug reservoir was to be filled (B)(6) 2012, but the ¿doctor wouldn¿t fill it¿. The hcp reduced the dosage, and the patient reported feeling ¿really sick¿. The device system was used to deliver baclofen.